Manufacturer narrative:
(B)(4).

Event description:
In this case, the customer reported that while moving the couch in for the first clinical CT procedure of the day, there was some uncontrolled movement. Philips remote service engineer (rse) confirmed there was no harm to a patient, operator, or bystander. The customer was instructed to reboot the CT system and host computer in fixed time intervals.

Manufacturer narrative:
On (B)(6) 2015, the customer reported that while moving the couch in for the first clinical CT procedure of the day, there was some uncontrolled movement. The customer contacted philips help desk to inform them of the issue and a field service engineer fse was dispatched to the site. A philips remote service engineer (rse) confirmed there was no harm to a patient, operator, or bystander. The rse reported that the customer power cycled the system and was able to continue the patient procedures successfully. On (B)(6) 2015, the fse arrived on site and evaluated the system. Upon evaluation, the fse found that the couch move in button on the gantry control panel was not working properly. The fse determined that the issue occurred due to the couch move in button being stuck engaged after it was released. The fse removed and reinstalled the button to resolve the issue. The fse then performed functional testing to confirm that it was working within specification. The fse confirmed that no parts were replaced. The fse did not provide a bugrep from the occurrence. As there were no bugreps or failed parts for further analysis, CT engineering was unable to determine the cause of this malfunction. However, based upon the troubleshooting services and statements of the fse, a probable cause was determined that the issue occurred due to the couch move in button being stuck after it was released. CT engineering determined this risk to be acceptable. If this malfunction were to recur and the gantry panel button were to become stuck engaged during a patient procedure, it would be not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that gantry panel stuck button failures do not meet the definition of a medical device report. There is no evidence that the gantry panel stuck button failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. The following mitigations for this issue include: all systems are equipped with emergency stop as well as power off buttons which provide an immediate means for the operator inside the scan room or in the control room to stop any unintended table motion, including such resulting from a stuck gantry panel button. The emergency stop buttons are very obvious and located immediately adjacent to the gantry panels and within reach of an operator moving the table by depressing any of the gantry buttons in question. The system performs a test for stuck buttons during initialization. A collision calculation is done in each combination of vertical, horizontal, or tilt motion, preventing injury from collision. Motion control software verifies that motion commands are executed otherwise a fault condition is assumed and stops motion. Resistance protection is in place for couch horizontal motion, a force limit to pallet motion beyond which motion will stop and shutdown. Instructions in the instructions for use to observe the patient during all movements of the patient support. Table movement that is driven by the precision motors happens at a controlled low speed. This provides ample time for recognition of unwanted movement. At the same time it provides an opportunity for most patients to respond to unintended positions resulting from such table movement. Operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. There has been no report of serious injury to a patient, operator or bystander as a result of this malfunction of the gantry control panel.